Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It as reported that the patient presented in clinic for follow-up. Upon interrogation, it was noted that noise was seen on both the right atrial and right ventricular leads. Programming changes were made to try to avoid the noise, but was unsuccessful. The physician decided to go forward with lead revision on both the leads. The right atrial lead was explanted and replaced. The right ventricular lead was capped on (B)(6) 2019 and a new lead was implanted. The patient was stable post procedure.